Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: leaking of chemotherapy was observed at multiple connection points with bd phaseal cstd: from the cadd pump tubing connection to bd phaseal device and then from the bd phaseal device to the extension tubing, so both sides. And then from the extension tubing to the bd phaseal cstd device just prior to connection to the patient. This issue has occurred previously, so rn's verify that all connections are secure and taped prior to connecting. When the patient returned, leaking was noted.